Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product ennovate mis downtube short. In the operating room, when the downtubes were released, the "sleeves" of two sleeves broke off despite correct use of the distance key. Furthermore, this phenomenon has occurred with three further downtubes, which lay in the office of the operating theatre management for a complaint. The distance key was also used here. The broken parts of the downtube could be recovered in all cases and then discarded. Additional intervention was not required; there was no patient harm. The adverse event is filed under aag reference (B)(4). Associated medwatches: 9610612-2019-00819, 9610612-2019-00820, 9610612-2019-00821, 9610612-2019-00822, 9610612-2019-00823.

Manufacturer narrative:
B5: associated medwatch reports (B)(4) (9610612-2019-00820 sz378r) (B)(4) (9610612-2019-00821 sz378r) (B)(4) (9610612-2019-00822 sz378r) (B)(4) (9610612-2019-00823 sz378r). Manufacturing side the instrument arrived in a decontaminated condition. According to the available information there were no negative consequences for the patient. At the tip of the instruments one of the two catches is missing. The broken off part was not enclosed. Investigation we made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are three further complaint with this lot and this error pattern at hand. Conclusion and root cause the root cause for the problem is most probable usage related. Rationale without further knowledge about the circumstances we expect, that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the catch broke off during removal. Corrective action a change request was launched for a better manageability to prevent / minimize handling problems.